Event description:
Customer reported receiving an error alarm on the insulin pump during a bolus. Self test and displacement tests were performed and passed. It was noted that the act button had to be pressed a few times to get a response. Customer mentioned that the insulin pump may have been exposed to sweat. It was noted that the status screen showed no insulin was left however in reality there was plenty. Customer also stated that they had blood glucose readings of 354 mg/dl and was treated with a bolus. Customer's blood glucose reading at the time of the call was 287 mg/dl. No further information reported.

Manufacturer narrative:
All buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. Insulin pump passed self-test. No alarms occurred during testing. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.